Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had their stimulator for about two years, however, in the past two weeks, on the ¿lead side¿ they reported that they felt a sharp almost zapping feeling. The patient questioned if the ¿lead¿ could slip or malfunctioned. They stated that their description was ¿a bit off,¿ but this was the only way they knew how to describe the feeling. No further complications were reported/anticipated.